Manufacturer narrative:
The pump passed functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No blank display anomaly was noted. No damage was found on the lcd isolation tape. No motor error alarm was noted during testing. The motor passed the motor test. The pump had no radio frequency communication with the remote due to a faulty radio frequency board. The pump had a cracked case at the display window corner, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by that the insulin pump alarmed motor error and it had a blank display. Customer stated the insulin pump did not alert or alarm occurred. Customer's blood glucose was under control. Customer's blood glucose was unknown. Customer agreed to return insulin pump for analysis.